Manufacturer narrative:
(B)(4). Other device used: catalog #00875200422, trilogy crosslinked elevated liner, lot #63050054. This report will be amended when our investigation is complete.

Event description:
It is reported during surgery, the liner did not match with the acetabular cup that was to be implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Design history record shows that the inner diameters, locking features, and anti rotation features of the shell are 100% inspected on a computer mutiaxis measuring and were found to be conforming at the time of manufacturing. One part was scrapped for cosmetic non-conformance. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.